Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)

Event description:
(B)(6) clinical study. It was reported that in-stent restenosis (isr), insufficient apposition and myocardial ischemia occurred. In (B)(6) 2013, clinical assessment indicated the patient's qualifying condition as stable angina. Prior to procedure the subject also found to have abnormal stress test or imaging stress test indicating ischemia and the patient was referred for cardiac catheterization. The target lesion was located in the distal right coronary artery (drca) with 80% stenosis and was 15mm long with a reference vessel diameter of 3.0mm.. The target lesion was treated with predilation and placement of a 3.00x38mm study stent. Following post-dilatation, residual stenosis was 0%. The next day, the patient was discharged on dual antiplatelet therapy. In (B)(6) 2016, the patient presented for regular office follow-up visit and was referred for nuclear stress test. Subsequently, nuclear test revealed inferior ischemia, st segment depression on electrocardiogram (ECG) and was referred for cardiac catheterization. Nine days later, an 80% stenosis in mid rca and 30% isr in the proximal portion of the stented segment in distal rca treated by placement of 4.00 x 38 mm non-bsc stent. Following this angiogram revealed slightly under expanded study stent in distal rca. This was treated by post dilatation using 4 x 15 mm nc quantum balloon including the recently placed non-bsc stent. Upon angiogram, a proximal edge dissection of the 4.00 x 38 mm non-bsc stent in mid rca was noted. Hence a 4.0 x 12 mm non-bsc stent was deployed across the stented segment extending to the proximal rca treating the proximal edge dissection. Following post-dilatation, residual stenosis was 0%, timi 3. On the same day, the event was considered as resolved and patient was discharged on acetylsalicylic acid.